Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that the patient on impella cp support had a gastrointestinal bleed. Heparin was stopped, volume resuscitation, and two units of packed red blood cells were given. It was further reported that care was withdrawn and patient expired on impella support. The relationship between the impella and cause of death is unknown.

Manufacturer narrative:
The investigation for the vascular damage has been completed. Data logs are not relevant to the investigation and product was not returned for investigation. Clinical details provided no information regarding why/how the complication could have occurred. Due to lacking clinical detail and product not being returned, the root cause of the vascular damage could not be determined. The instructions for use for the impella cp with smart assist system states the following: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿.